Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. Revision is planned due to limited range of motion secondary to unrelated trauma.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.